Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6).

Event description:
The initial reporter received questionable tina-quant lipoprotein (a) gen.2 assay results from one patient's sample tested on the cobas c 503 analytical unit. On (B)(6) 2026: the initial result from the first module was 301 nmol/l with a data flag. The repeat result in the decreased mode from the first module was 37.3 nmol/l. The repeat result from the first module was 176 nmol/l. On (B)(6) 2026: the repeat results from the first module were 56.4 and 60.0 nmol/l. The repeat result at 1:10 dilution from the first module was 2.65 nmol/l with an invalidating data flag; the final calculated result was 26.5 nmol/l. The repeat result at 1:5 dilution from the first module was 5.72 nmol/l with an invalidating data flag; the final calculated result was 28.6 nmol/l. The repeat result at 1:3 autodilution from the first module was 29.6 nmol/l. The repeat results of an aliquot from the patient's other sample from the second module were 63.0 and 63.8 nmol/l. The repeat results from the second module were 59.4 and 60.2 nmol/l. The repeat results from the second module were 60.4 and 60.2 nmol/l. The repeat result in the decreased mode from the second module was 33.8 nmol/l.